Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products; associated MDR numbers: 1225714-2013-03687, 1225714-2013-03688, 1225714-2013-03689 and 1225714-2013-03690.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and a cardiovascular event and subsequently expired on or about (B)(6) 2013 after the use of the product.